Event description:
I am a breast cancer survivor. I had allergan 410 highly cohesive silicone gel breast implants put in and they almost killed me! Please take them back off the market. A lot of people are making a lot of money of these on the market at our expense. I don't think I need to go into how they almost killed my body as I have seen where many women have been complaining about these implants and nothing has been done about it. (B)(6).